Manufacturer narrative:
Visual inspection performed october the 30th, 2018 by the r&d project manager: one out of the four retaining pins (interface to the implant - pedicle screw head) are missing, due to failure of the welding. The cause of pin breakage can be excessive stress related to excessive reduction force applied and/or other forces (e.g. Lateral bending), or existing damage/deformation of the pin from a previous surgery. The instrument set includes backup instruments. Batch review performed on november 6, 2018: lot 1850157: (B)(4) items manufactured and released on 27 june 2018. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Additional components involved: pedicle screw 03.50.031 pedicle screw 7x45, lot 1820670: 150 items manufactured and released on 30 august 2017 . Expiration date: 2023-08-19. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event. Pedicle screw 03.50.031 pedicle screw 7x45, lot. 1820671: 150 items manufactured and released on 7 august 2018. Expiration date: 24.07.2023-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event (3 items involved).

Event description:
During surgery at l3-s1, the surgeon tried to insert the 6 pedicle screws with the two-step reducer enhanced. He was able to insert only 1 set screw and then the pin of the tip broke during the insertion at l4. The surgeon discovered the broken piece during the surgery. The two-step reducer broke while the surgeon was tightening either lot 1820670 or 1820671. No debris has fallen into the patient, the surgery has been completed with a back-up instrument. Because of this issue, the surgery was prolonged of 15 minutes.